Event description:
Three (3) weeks post implantation it was noted duriung a post surgery x-ray that the locking screw of the femural nail system has broken. Fns was removed and patient was treated with a hip implant. X-ray will be provided. No further information known at this point. Concomitant device reported: neck fix plate 1-ho tan (part # 04.168.000, lot # l641784, quantity 1), neck fix bolt l105 tan (part # 04.168.305, lot # l606183, quantity 1), neck fix anti-rotation scr l105 tan (part # 04.168.505, lot # l661391, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the screw was found broken between the screw head and the shaft. Furthermore the shaft's thread is partially stripped/ deformed. The anodized layer is worn away at the damages which indicates that they were caused post-manufacturing. No other visual damage could be observed at the blade. All features related to the reported complaint condition were reviewed and no other issues were identified. The complaint condition is confirmed due to the damages found on the device. Because of the damage, it is not possible to measure the relevant dimensions anymore. However, based on the findings above no fault could be found in material or during the production. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot null,part:413.348s , lot: 38p0708, manufacturing site: grenchen, release to warehouse date: 10 february 2020, expiry date: 01 january 2030. A manufacturing record evaluation was performed for the finished device part: 413.348s , lot: 38p0708, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown date in 2020. This report is for an unknown screw/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, three (3) weeks after implantation, x-ray revealed the locking screw of the femoral nail system was broken. The femoral nail system was removed, and the patient was treated with a hip implant. No further information was provided. Concomitant device reported: unknown fns plate (part # unknown, lot # unknown, quantity 1), unknown fns bolt (part # unknown, lot # unknown, quantity 1), unknown anti-rotation screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the narrative could not be confirmed based on the received x-ray. It is not possible to identify that the locking screw is broken. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: three (3) weeks post implantation it was noted during a post surgery x-ray that the locking screw of the femoral nail system has broken. Fns was removed and patient was treated with a hip implant. X-ray will be provided. No further information known at this point. Concomitant device reported: unknown fns plate (part # 04.168.000, lot # l641784, quantity 1), unknown fns bolt (part # unknown, lot # unknown, quantity 1), unknown antirotation screw (part # unknown, lot # unknown, quantity 1). This complaint involves (1) device.